Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported issue was most likely due to user mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer¿s reported problem was confirmed, the center of the image was blurry due to a damaged meniscus lens. Also, the repair inspection found a reportable defect, as the finger rest at the insertion section side was found broken. The device has no repair history for the past year. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer rigid ureteroscope was returned to the olympus repair center for a reported ¿image with cracks¿ found during reprocessing. It was reported the urolithiasis procedure was completed with the same equipment. Upon inspecting, the finger rest at the insertion section side was found broken. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the broken finger rest found during repair inspection.